Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that the device broke during impaction; however, no pieces fell into the wound and a backup instrument was available to complete the procedure within a 0-30 minute surgical delay. It was communicated that no one was harmed during the reported event and the device will not be returning for product evaluation. S+n recommends that all reusable instruments be routinely inspected for functionality/wear/damage and replaced as necessary. The patient impact beyond the reported device breakage and subsequent surgical delay could not be determined. No further medical assessment could be rendered at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during unicondylar knee replacement surgery, the tip of the driver impactor replacement head broke during femoral impaction (inside patient). A smith and nephew back up device was available. No injury to patient or significant delay reported. No other complications were reported.